Manufacturer narrative:
H.10: during the device investigation at the manufacturer site, it was found that the sensor shutted off by slightly moving the main cable. One wire was found to be faulty and this has been identified as the cause of the reported event.

Event description:
See initial report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective bubble sensor. The technician replaced the detector to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The bubble sensor was requested back to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s3 bubble detector shut off during setup. There was no patient involvement.